Event description:
A patient reported they saw an eri on their patient programmer "about 1 month ago." They said their device completely died on sunday, (B)(6) 2016. They thought they had a "life time" battery implanted. It was suggested that the patient follow up with their healthcare professional (hcp). Follow up from the hcp stated they verified the eri was verified verbally with the manufacturing representative (rep). The patient is scheduled for a replacement. There were no patient symptoms reported. The implantable neurostimulator is indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.